Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested but no response has been received to date: are there any photos? Initial procedure date? Incision size of product application? Product code and lot number? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What medical and/or surgical intervention done to address the reaction ? What dosasge of prednisone? When (date) administered? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Was the site cultured? If so, what bacteria were identified? Were any patch or sensitivity tests performed? What is your physicians opinion of the contributing factors to the reaction? What is your patient's current status?

Manufacturer narrative:
(B)(4). The following additional information was requested, however no information has been received: does ethicon have your permission to contact your daughter's surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an adenoma of wrist on an unknown date and topical skin adhesive was used. One week post-op, the patient returned to the ER with a skin reaction, hives and itching. The patient was treated with prednisone. The device is not available for return. Additional information has been requested.